Event description:
The pt received inappropriate therapy due to noise and oversensing on the ventricular channel. Medical technical services observed a large amount of non-physiologic noise on the ventricular channel. Both the lead and device were explanted.